Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63(hardware low level failures) and the pump shut off automatically, which had occurred multiple times. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed displacement test, sleep current, active current test and self test. Blank display and battery power loss was not confirmed when powering up the pump. No alarm anomalies noted during testing. Pump successfully downloaded to thus. Pump error 63 variable 15 twi error (B)(6) 2025 02:18:10.000, issue isolated to electronic assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, keypad overlay texture damage. Battery cycle 31.0 received the lowbatteryalert (104) on (B)(6) 2025 01:14:00 after more than 7 days at 31.68 days. Battery cycle 28.0 received the lowbatteryalert (104) on (B)(6) 2024 12:20:00 after more than 7 days at 30.75 days. Battery cycle 25.0 received the lowbatteryalert (104) on (B)(6) 2024 20:54:00 after more than 7 days at 30.46 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged pump error 63 was confirmed in the history files problem isolated to electronic assembly. Blank display and battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.